Manufacturer narrative:
Tech found the bed in hall. Found power cord was cut, no exposed wires - cause unk. Replaced power cord to resolve this issue.

Event description:
Info received that the power cord was cut. No injury alleged.